Event description:
It was reported during sedation of a therapeutic procedure the scope became stuck in the "patient's" lower ureter and the doctor left the scope in the patient overnight. The doctor was able to retrieve the scope from the patient the next day. This led to a surgical prolongation greater than 30 minutes.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00150-00 the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.